Event description:
It was reported from the netherlands that the ring on the compact speed reducer device was loose, and a small pin came out of the attachment. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: reporters phone number was not provided. The actual device was returned for evaluation. The compact speed reducer device was evaluated and the reported condition that a small pin came out of the attachment was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed device was loose, moving parts of the device did not move smoothly, and the device could not engage the attachment. It was further determined that the device failed pretest for visual assessment and engagement assessment. Therefore, the reported condition that the device was loose was confirmed. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI (B)(4).